Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device had a blank display. Customer's blood glucose was 104 mg/dl. Device alarmed battery failed alarm. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with operating currents within specifications and passed self-test, rewind, prime seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump powered up properly after battery installation. No failed battery test alarms note during out testing. Power management tool confirms the unloaded voltage and loaded voltage are within specifications. The insulin pump was monitored for two days and no blank display anomalies or unexpected failed battery test alarms were noted. The power connector was plugged in and locked into place properly. The insulin pump had minor scratched display window and case.